Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system multiple orders were not crossing due to network outage. A technical support specialist (tss) connected to the server and reviewed messages from the carefusion coordination engine (cce). Tss then checked the station database for the received message and found no error messages in the station logs. Since no issues were identified, a data synchronization was recommended. This process would erase the current database on the device and push fresh data from the server, resulting in a brief downtime. Additionally, the server was checked for archiving to rule out any purging-related issues. Maintenance was found to be running as expected. A knowledge article titled "patients and orders not crossing to med es server" was attached for reference. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had multiple orders were not crossing due to network outage. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.